Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the complaint device lot. The device lot was manufactured by synthes (B)(4). Manufacturing date: jul 23, 2015. Expiration date: jul 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: that during surgery to apply (B)(6) pfna (proximal femoral nail antirotaion) for intertrochanteric femoral fracture on (B)(6) 2016, the reported blade was not able to be locked and the insertion handle started to idle due to the large gap between the blade and protection sleeve. The surgeon thus gave up using the blade and used a different sized blade to complete the surgery. The surgery was delayed 10 minutes due the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the device shows marks on both side of the body sleeve from unknown source. The hexagon socket feature of the locking/unlocking screw shows displaced material on the screw face and approximately 2mm in depth. All described damages were caused post-manufacturing as the anodized color was abraded. Nevertheless the event description describes that the blade could not be locked it was in locked position when received. The device passed successfully the performed functional test; the reported problem could not be reproduced. The blade could be locked and unlocked as foreseen. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Since the specific circumstances regarding the method of use and handling are unknown, the root cause cannot be definitively determined; but we conclude that the cause of failure is not due to any manufacturing non-conformances. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: japanese pfna nail (part/lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.